Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing which led to pacing inhibition. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed, but not performed. The patient was stable.

Event description:
Additional information received indicates the implantable cardioverter defibrillator (ICD) again exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was reported. The patient was in stable condition.